Manufacturer narrative:
Date of event: (B)(6). Date of report: 29aug2019.

Event description:
It was reported that the ventilator's battery failed. There was no patient or user involvement.

Event description:
It was reported that the ventilator's battery failed. There was no patient or user involvement.

Manufacturer narrative:
MFR received date: 17 sep 2019. The manufacturer¿s international service technician evaluated the ventilator and confirmed the reported problem. The service technician reported that replacing the battery resolved the problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.